Event description:
On 28-feb-2022, intuitive surgical, inc (isi) became aware of an ¿archivio italiano di urologia e andrologia¿ journal article titled, ¿does transition from standard to retzius-sparing technique in robot-assisted radical prostatectomy affect the functional and oncological outcomes?¿ (anil, h., karamik, k., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted. Per the journal article, ¿intraoperatively, one patient had a complete ureteral injury in the rs-robotic-assisted radical prostatectomy group. One patient in the s-rarp group had external iliac vein injury during lymph node dissection. Both complications were managed intracorporeally.¿ on 18-mar-2022, isi obtained the following additional information from one of the authors about the events: all procedures were performed by one surgeon at a specific hospital. The procedures (radical prostatectomy) were performed from 2015 to 2018. According to the author, no malfunction of an isi system or instruments occurred. The author indicated that all instruments were inspected prior to use and all instruments "worked perfectly." During the surgeries, one patient experienced bleeding and one patient sustained a ureteral injury during pelvic lymph node dissection. A ureteroneocystomy was performed to for the ureteral injury. The vascular injury was repaired with a prolene suture. The surgeon believes that the intra-operative complications are related to the surgeon's learning curve. According to the surgeon, the da vinci system and instruments worked properly and allowed to manage the complications. The surgical procedures were completed robotically with a surgical delay of less than 31 minutes. The issues did not affect the health of the patients. In addition, the author indicated that the patients did not experience and are not expected to experience any post-operative complications. No photographic images of the device(s) or a video recording are available.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported intra-operative complication (i.e. Ureteral injury) cannot be determined or is unknown. As a result, no products are expected for return for failure analysis. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. A system log review cannot be performed due to the insufficient information provided. The specific event date and system information are unknown. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: within the journal article titled, ¿does transition from standard to retzius-sparing technique in robot-assisted radical prostatectomy affect the functional and oncological outcomes?¿, it is noted that one patient had a complete ureteral injury in the rs-rarp group that was managed intracorporeally. At this time the cause of the intraoperative ureteral injury is unknown. Refer to medwatch report (MDR) with patient identifier #(B)(6) for additional information regarding the external iliac vein injury during lymph node dissection.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in e1.